Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Ts discussed possible lead fracture. In addition, there was a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing. It was noted that the patient's heart rate was in the 40s bpm range, and the patient was pacer dependent. The patient was scheduled for troubleshooting at the initial time of report. The patient was later programmed to unipolar. During a scheduled rv lead revision, it was determined via left-sided venogram that access was impossible. As a result, the leads were surgically abandoned, the pacemaker was explanted, and a new single chamber system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Ts discussed possible lead fracture. In addition, there was a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing. It was noted that the patient's heart rate was in the 40s bpm range, and the patient was pacer dependent. The patient was scheduled for troubleshooting at the initial time of report. The patient was later programmed to unipolar. During a scheduled rv lead revision, it was determined via left-sided venogram that access was impossible. As a result, the leads were surgically abandoned, the pacemaker was explanted, and a new single chamber system was implanted on the right side. No additional adverse patient effects were reported.